Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a blank screen. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit. The service was cancelled as the unit will be permanently retired. If any update is given, a supplemental report will be submitted.